Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call the insulin pump had a motor error and off no power alarm. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The customer stated that the insulin pump had an off no power alarm without a low battery alert warning. Customer reported that the battery was not previously used. No damage to the drive support cap. Customer declined motor error troubleshooting. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.